Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead, product ID 97791, lot# unknown. Product type accessory, product ID 97791 lot# unknown. Product type accessory. Analysis of the ins found that insignificant anomalies and it was functionally okay. Analysis of the lead ((B)(4)) found that the conductor was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient felt she was not receiving good stim coverage after many reprogramming sessions. Patient also had pain where the ipg was implanted. The device was removed and issue was resolved. No further complications were reported/anticipated.